Manufacturer narrative:
Date of event: unknown. Concomitant medical product: (therapy date): implanted two months prior to hardware removal procedure; exact date is unknown. Explant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced wound breakdown around the lateral side of the ankle. A lateral distal fibula plate, five 3.5mm cortex screws, one 2.7mm cortex screw, and five 2.7mm locking screws were originally implanted in order to treat a bimallaleor ankle fracture two months ago. The bone appeared to have healed nicely and the wound did not break down to the hardware. As a precaution, the lateral plates and screws were taken out. No infection was identified and no allegations were made against the implanted devices. All devices were removed easily and no fragments were generated. Concomitant devices reported: unknown 3.5mm cortex screw (part #: unknown, lot #: unknown, qty. 5), unknown 2.7mm cortex screw (part #: unknown, lot #: unknown, qty 1), unknown 2.7mm locking screw (part #: unknown, lot #: unknown, qty. 5). This report is for one (1) 2.7mm/3.5mm lcp lateral distal fibula plate 5h/left/99mm. This is report 1 of 1 for complaint (B)(4).